Event description:
The complaint is reported as: "when inserting the PICC catheter, the tip was occluded and did not advance through the sleeve, the catheter broke when it exerted r esistance on the patient's skin." Two devices were used on the patient without success. A thrid attempt was successful. No patient injury or harm. The patient's condition is reported as fine. It was reported "catheter discarded by covid 19."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "when inserting the PICC catheter, the tip was occluded and did not advance through the sleeve, the catheter broke when it exerted resistance on the patient's skin." Two devices were used on the patient without success. A third attempt was successful. No patient injury or harm. The patient's condition is reported as fine. It was reported "catheter discarded by covid 19".